Event description:
It was reported that a patient with a recharge-free snm ipg device experienced pain in their hip and soreness in their leg. The patient also noted non-stop urinary incontinence. The patient turned off their stimulation and the pain subsided. The patient was made aware that the stimulation level was very high and was likely causing the pain. The patient reviewed their baseline symptoms, and their urinary incontinence was significantly worse than baseline. The patient was reprogrammed twice and felt stimulation in their rectum and vagina without pain in their hip or leg. The physician ordered urodynamics testing to assess. The patient underwent an explant and is expected to fully recover.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain and incontinence, urinary were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.